Manufacturer narrative:
Correction: product not returning h6.

Event description:
New information noted that x-ray, and fluoroscopy confirmed discovered the dislodgement.

Manufacturer narrative:
Correction: e1 for missing doctor information and visual examination.

Manufacturer narrative:
The reported events were lead dislodgement and far p oversensing. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2023-02806. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed dislodgement causing capture of the atrial lead on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. During the surgery a lack of slack was noted on the atrial (ra) lead, slack was added, and procedure was completed. The patient was in stable condition.